Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
The pump and cartridge have not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display was found to be discolored upon booting. The display screen was removed and replaced with a test screen and the display returned to normal.

Event description:
The patient's mother contacted animas alleging elevated blood glucose (bg) readings running from 400 mg/dl to "hi (> 600 mg/dl)" with symptoms of increased thirst and frequent urination. The patient's mother denied testing for ketones. The patient's mother reported she changed infusion site and gave correction bolus as a result of high bg; however, bg not responding as expected. At the time of troubleshooting, it was noted there were no associated alarms in pump's history. Total daily delivery added up correctly. The reporter stated the cartridge/site/set had been changed just the day prior. During review of cartridge, the patient's mother reported multiple air bubbles in cartridge. The reporter informed animas customer support that she used refrigerated insulin to fill the cartridge the day prior. Customer support educated the reporter with filling cartridge with room temperature insulin. At the time of pump review, animas customer support advised the reporter no mechanical issues found with the pump. Although there was no malfunction found with the pump at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.